Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink blood recipient set during use. The leak occurred less than a minute after the transfusion was started and was coming from a connection between the on/off clamps and the filter chamber. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted that the tubing was separated from the top of the filter. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.